Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation/setup the ht70 ventilator screen froze at the six picture screen. There was no patient involvement at the time of the reported condition. The service engineer troubleshot the issue and recommended replacing the single board computer (sbc) board.